Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified circumflex artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the third inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc device. No patient complications were reported and patient status was good.